Event description:
The customer reported the ventilator power cord sparked when plugged into an ac receptacle. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power cord to complete the repair. Extended self testing (est) was completed and passed to operating specifications. The power cord was returned to the manufacturer for analysis and it was reported the hot and neutral posts were bent due to product abuse.